Event description:
Per the clinic, the patient ceased device use (date not reported) due to a perceived lack of benefit. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.